Event description:
It was reported that this artificial urinary sphincter (aus) presented fluid loss in the balloon. A surgical procedure was performed to remove and replace all the components. No additional information was reported.